Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device separated at the base of the attachment. Device was used during craniotomy surgery. No injuries or medical intervention occurred. It is unk if a delay occured during the surgical procedure. There was no add'l info provided.